Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ scoring system to predict mid-term adverse events after elective thoracic endovascular aortic repair¿ ouchi t, kato n, kato h, higashigawa t, ito h, nakajima k, tokui t, oue k, mizumoto t, sakuma h. The journal of thoracic and cardiovascular surgery. 2025 aug;170(2):437-444.e11. Doi: 10.1016/j.jtcvs.2024.08.034 a.2 median a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿scoring system to predict mid-term adverse events after elective thoracic endovascular aortic repair¿ the time frame of this study was over a thirteen year period. Multiple manufactures products were implanted including medtronic valiant captivia talent as well as non-mdt stent grafts. These stent grafts were implanted in elective tevar procedures for intact thoracic aortic aneurysms or aortic dissections. Among the patient population the following malfunctions occurred; ia endoleak, migration, type iii endoleak, type I endoleak no further information was provided pertaining to medtronic products